Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial with clear surgical residue/ debris on the product. Visual inspection found a lens haptic broken. Dimensional inspection found the lens to be within specifications. Corrected data: device manufacture date: it is corrected from "25-aug-2016" to "24-aug-2016" in the initial MDR. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -13.5/1/170 (sphere/cylinder/axis) , implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explant on (B)(6) 2017 due to low vaulting. There is no plan to implant another lens.